Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation. A mitraclip xtw was inserted and deployed. However, after deployment, the clip opened to 120 degrees. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed as no lot information was provided. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: one (1) fluoroscopic video taken post deployment of the reported clip was provided. In the video, the clip arm angle appears to be ~180°. Based on the video provided it is apparent the reported clip is opened beyond the typical fully closed position per the instructions for use (~10° - 30°). No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. However, under the assumption that the clip was closed per the instructions for use prior to deployment, the post deployment state of the clip observed in the video presents with a significantly large arm angle which is indicative of a clip opened while locked (cowl) event. Therefore, the reported post deployment cowl is confirmed. There are no other observations based on the video provided.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation. A mitraclip xtw was inserted and deployed. However, after deployment, the clip opened to 120 degrees. There were no adverse patient effects and no clinically significant delay in the procedure.